Event description:
It was reported that the patient received inappropriate shock while putting his clothes on. The lead noise was reproduced with provocative maneuvers. A 90 degree bend of the lead entering the vein appears on x-ray. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.